Event description:
On (B)(6) 2025, a patient (pt) reported an ¿allergic reaction¿ to contacts in both eyes (ou) while wearing the acuvue® oasys® brand contact lenses (cls) which¿ stripped the outer layer of my eyes raw,¿ with eye pain and ¿vision is impaired.¿ the event date was not provided. The pt also reported complaints of blurry vision, visual disturbances and irritation. On (B)(6) 2025, the pt provided additional information. The pt reported the event occurred ¿around (B)(6) 2025,¿ the exact date was unknown at the time of the call. The pt reported that both eyes were affected. The pt reported the diagnosis provided by the doctor was ¿allergic reaction and chemical burn that stripped the outer layer of the pt¿s eyes completely causing eye pain and blurry vision.¿ the pt was prescribed unknown steroid drops, frequency not provided. The pt reported the eyes are better and using glasses but will like to return to cl wear. The pt has a follow-up appointment with the treating eye doctor, date not provided. The pt only had the name of the eye center and advised it was part of the hospital, exact doctor contact details were unknown. The pt reported no issues were noted on the suspect cls prior to insertion and none were noted when the suspect cls were removed from the eyes. The pt will provide the suspect lot numbers and additional medical information by email. On (B)(6) 2025, the pt provided photos of the cl boxes and lot number details, but the information was unable to be viewed. On (B)(6) 2025, a call was placed to the pt¿s treating eye care provider¿s (ecp¿s) office. A detailed voicemail was left requesting a return call to verify the pt¿s diagnosis and treatment. No additional information was provided. On (B)(6) 2025, the pt provided additional information. The pt reported having a follow-up appointment (date not provided) and has stopped the steroid eye drops. The pt had a ¿fitting for new contacts.¿ the pt will resend the suspect lot numbers by email. On (B)(6) 2025, a call was placed to the pt¿s treating ecp office. A representative reported the office will follow-up with the pt to sign a medical release and after the information is obtained, the medical details will be provided. No additional information has been received. The date of the event will be reported as 01jun2025 as the exact event date is unknown. The pt¿s ou event will be reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment with the ecp. This report is for the pt¿s right eye (od) event. A separate report will be provided for the pt¿s left eye (os) event. The suspect od lot number is unknown and the suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.